Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected loss of settings noted during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error and wiped the settings. The customer changed the battery, rewound the insulin pump, and inserted the settings back into the insulin pump. However, when he attempted to bolus the insulin pump alarmed motor error. Customer's blood glucose level was 246 mg/dl. The rewind sequence was completed but the insulin pump alarmed motor error again while he tried to verify the software version. In the alarm history several motor error alarms were found. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.